Event description:
User facility mandatory medwatch received stated: "plum infusion pump was programmed to deliver insulin at a rate of 5ml/hr. Nurse then noted the rate had changed to 999 ml/hr and all the fluid had been delivered. Biomed contacted hospira and did not test the device." Upon further query the following info was provided that indicated the customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. At 0800, the primary line of the device was programmed to deliver insulin 1 unit/1ml, at a rate of 5ml/hr, with a vtbi (volume to be infused) of 40ml, and the delivery was started. At 0830, the device alarmed vtbi complete. At that time, the nurse noted the insulin container was empty and the device displayed a rate of 999 ml/hr, instead of the intended rate of 5ml/hr. The physician was notified. It was reported that the pt was treated prophylactically with a "1/2 amp" of dextrose 50%. The pt's blood sugar was monitored every 30 minutes for an unspecified length of time. No specific results were provided; however, the customer contact indicated the blood glucose was "never below 80." The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.